Manufacturer narrative:
Additional information: the event reported is a duplicate report of manufacturer internal reference number 2028159-2016-00185. Any additional information and investigation results will be reported in manufacturer internal reference number 2028159-2016-00185. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down on its own during a surgical procedure. Additional information has been requested.